Manufacturer narrative:
Concomitant medical products: pdtma1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high left ventricular (lv) lead outputs. The crt-d remains in use. It was noted the physician may request lv lead revision at the time of the next generator replacement. No patient complications have been reported as a result of this event.